Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "a 54-year-old patient was admitted for a parotid sialendoscopy. After induction of anesthesia, during the equipment check, the sialendoscope was found to be non-functional: there was no visibility on the video column screen (no image), and the optical fibers appeared to be broken. The patient was awakened, and the reprocessing procedure for the second sialendoscope was initiated for urgent sterilization, in preparation for a reintervention later the same afternoon.